Event description:
It was reported a shaft break occurred. The 70% stenosed target lesion was located in a mildly tortuous and moderately calcified lesion. An opticross 18 was selected for use. During the procedure, the opticross 18 stopped working and a break was noted. The opticross 18 was removed and the procedure was completed with another opticross 18. No patient complications were reported.